Event description:
The reentry catheter sheared the guide wire. The fractured section was snared successfully. The intended procedure was treatment of a lesion in the superficial femoral artery (sfa). It was indicated that the catheter was used to advance the wire; the wire crossed the target lesion successfully. However, as the physician was trying to retract the catheter,some resistance was encountered. The cause of the resistance was unk; however, it is believed that the wire was in a prolapsed position. After encountering the resistance, the physician decided to remove the entire system and realized the wire had separated. The reentry catheter had sheared the guide wire. The fractured section of the wire had to be snared. Snaring was successful and there were no other consequences. The procedure then continued and was successfully completed.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt. This is one of two products involved in the same pt and reported under manufacturing numbers: 9616099-2007-02159 and 3006010712-2007-05023.